Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had no benefit from the device due to an air bubble over the implant which first occurred in 2013. Pressure bandages were used which helped against the air bubble, but after few months a new air bubble built up. A surgery was carried out on (B)(6) 2013, to tighten the tunnel for the electrode against more air over the implant. During a fitting session on (B)(6) 2014, a new air bubble was realized. Pressure bandage was applied but without noticeable improvement. A surgery was conducted on (B)(6) 2014, to control the implant bed and tightening of the tunnel. However, as the air bubble remains, it was decided to re-implant the pt with a cmd device.